Manufacturer narrative:
Product complaint # (B)(4). Pc: surgical intervention in the form of revision surgery. (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient had a scheduled revision for two broken rods at l5 and s1. Patient had pseudoarthrosis. During revision, the broken rods were removed and replaced. While bending the rod with in situ benders, the new rod broke. It was removed and replaced. Surgical delay of 10 minutes was reported.

Manufacturer narrative:
(B)(4). Patient code surgical intervention in the form of revision surgery. Device was not returned for evaluation. A review of the device history record could not be performed as the lot number is unknown. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.